Event description:
Allegedly revised due to rough surface.

Manufacturer narrative:
Investigation is not complete. Add'l info has been requested. Trends will be evaluated. This report will be amended when the investigation is complete. This event occurred in other country.